Event description:
I had smile refractive surgery, which left me with not only regular astigmatism when I did not have astigmatism prior, but also left me with debilitating high order aberrations. I see starbursts and glare during the day too, and in addition it feels like I'm always looking through a sand paper scratched lens. I see blurry during the day, can't see clear delimited lines on text and lost my job as I could not focus on the computer anymore. Glasses do not correct the issue. At night or indoors the problem get worse, I see comas in both eyes. I see 5 shadows which make it hard to function, I have worse blurred and haloed vision. Starbursts are terrible at night too. Ibget rainbow starbursts too. In low light I perceive the shape and details of objects less well and can barely read. It affects driving at night, watching tv, working on phone or laptop, distinguishing faces. I see 5 moons, 5 traffic lights. 10 headlights per car. All this in addition to the risk of developing ectasia as I found out my pta is 49%. My day eyesight is not far from the above, I see blurry and even with glasses it does not fully go away. I get blinded by starbursts during the day too. All lights have shadows and glare and are surrounded by these fine lines constantly moving around the lights, very disturbing. The eyesight in one eye got particularly worse and can't be corrected with glasses much, when before the operation it was fully functional with glasses. Dry eye is a problem too. It affected my mental health, lost my job, my relationship and feel like I have nothing else to live for. It is depressing to know that this kind of eye butchering is allowed as an approved procedure to destroy people's lives. It is sold as a procedure with minimal risk and great outcomes. When it goes bad, surgeons tell you that you consented to it so why bother them. Live with it because you chose to have the procedure. The way I see is terrible and a human being should not have to go through this.